Event description:
The customer contacted stryker to report that their device display does not turn on when power on the device. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The cause was determined to be the digital pcba, making the device unrepairable. The customer received a replacement device to resolve the issue. Stryker further evaluate the device and observed signs of water ingress and contamination inside the device. There is corrosion build-up on the filter, designator fl1, and resistor, designator r14 of the digital pcb. The root cause of the reported failure is determined to be contamination of electronic components.

Event description:
The customer contacted stryker to report that their device display does not turn on when power on the device. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.